Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the suspect device was returned and evaluated. Upon visual examination the pump was found to have significant physical damage. The device housing was found to be cracked and a section was broken off and missing. This damage did result in the device's inability to function correctly. We were unable to determine when or how the device became damaged.

Event description:
Information was received that reported a patient was hospitalized due to incidence of hyperglycemia. Per the reporter that the patient has not been compliant with her diabetes management and does not want to use the insulin pump. The reporter heard the patient's laboured breathing and checked her blood glucose which was >500mg/dl. The reporter administered an insulin injection, which brought the patient's blood glucose down to 140, but her ketones persisted. It was at this time that the reporter noted the pump to be non-functional due to physical damage to the device. The patient was transported to the ER by personal auto at 01:30 in 2007. She was treated with IV insulin and released. The device wil be returned for evaluation.